Event description:
It was reported that the patient underwent a gynecological procedure to treat vaginal vault, stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2005 mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent laparoscopic repair of trocar site of incisional hernia and lap-assisted small bowel resection on (B)(6) 2010 due to left lower quadrant abdominal wall hernia with incarcerated bowel; laparoscopic repair of ventral incisional hernia with unk mesh on (B)(6) 2011 due to reducible ventral hernia; open bilateral component separation ventral hernia repair with unk mesh on (B)(6) 2012 due to recurrent ventral incisional hernia; and open drainage with non-excisional debridement and closed suction drain placement of preperitoneal abdominal seroma on (B)(6) 2012 due to postoperative abdominal wall seroma following open ventral hernia repair. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional...

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to pain, bleeding and erosion the patient underwent mesh revision/removal on (B)(6) 2011.

Manufacturer narrative:
Date sent to the FDA: 01/02/2017. (B)(4). It was reported that following insertion the patient experienced obstruction, infection, urinary problems, recurrence of stress urinary incontinence, painful intercourse, spasms, and vaginal scarring.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency and urinary frequency.

Event description:
It was reported that following insertion the patient experienced urgency and urinary frequency.